Event description:
It was reported that the patient had a history of inappropriate shocks due to oversensing of noise. An office follow-up found noise in all sensing vectors. The system was explanted and replaced with a trans-venous system. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient had a history of inappropriate shocks due to oversensing of noise. An office follow-up found noise in all sensing vectors. The system was explanted and replaced with a trans-venous system. There were no additional adverse patient effects.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body in the regions approximately 35mm from the terminal pin. An x-ray shows the sense a cables have fractured approximately 65mm from the terminal pin. The fracture characteristics appeared consistent with cyclic fatigue. The fractures resulted in the observed noise, oversensing, and inappropriate shock.